Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909542) on 22-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic menstruation') and arthralgia ('disabling joint pain (knees, hips, then shoulders) causing discomfort') in a 49-year-old female patient who had essure (batch no. A06685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant) with musculoskeletal discomfort, headache ("headaches") with head discomfort, chronic sinusitis ("chronic sinusitis"), visual acuity reduced ("sudden decrease in visual acuity") and fatigue ("state of chronic fatigue"). At the time of the report, the menorrhagia, arthralgia, headache, chronic sinusitis, visual acuity reduced and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, chronic sinusitis, fatigue, headache, menorrhagia and visual acuity reduced with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic menstruation') and arthralgia ('disabling joint pain (knees, hips, then shoulders) causing discomfort') in a (B)(6) female patient who had essure (batch no. A06685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant) with musculoskeletal discomfort, headache ("headaches") with head discomfort, chronic sinusitis ("chronic sinusitis"), visual acuity reduced ("sudden decrease in visual acuity") and fatigue ("state of chronic fatigue"). At the time of the report, the menorrhagia, arthralgia, headache, chronic sinusitis, visual acuity reduced and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, chronic sinusitis, fatigue, headache, menorrhagia and visual acuity reduced with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.